Event description:
The consumer reported that she had the implant for 10 years and therapy stopped helping her. The patient stated it started feeling like a rubber band around her stomach, like it kept tightening and just squeezing her. The patient had the implant taken out. The indication for use was multiple back operations. No device issues reported. No further complications were anticipated.